Event description:
The duett sealing device was deployed in the right common femoral artery following a catheterization procedure. The pt complained of pain in the leg ten (10) minutes post deployment. A peripheral angiogram confirmed a thrombus. The event was treated with thrombolytic and reopro therapy. The following morning, the pt had strong pedal pulses in the foot with no residual problems.